Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke with elevated blood glucose (bg) level. Customer delivered a correction bolus, bg level dropped slightly and then elevated. Customer was hospitalized with bg level >600 mg/dl. Customer was treated with intravenous insulin and insulin injection. Customer was discharged from the hospital on (B)(6) 2015 with the issue resolved. Reportedly, the physician suspected an occlusion; however, customer did not receive an occlusion alarm.